Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. Integrated electrosurgical unit (iesu) was analyzed and failure analysis investigation was able to confirm the customer reported complaint. The iesu had no audio during power up.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the audio issues and replaced the integrated electro surgical unit (iesu). The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. A return material authorization (RMA) was issued to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation).

Event description:
It was reported that during a da vinci-assisted radical cystectomy surgical procedure, the erbe generator did not produce sound when activated. The surgeon could not conduct the procedure without the audible feedback. An intuitive surgical, inc. (Isi) technical support engineer (tse) assisted the customer troubleshooting the reported issue and confirmed that the erbe generator required replacement. The tse instructed the customer to connect the external covidien force triad to the vision side cart (vsc) using an energy activation cable. The procedure was completed using the force triad generator with no reported injury.